Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level over 600 mg/dl on (B)(6) 2014. Customer stated that the cannula was bent. Customer treated with manual injections. Customer was not hospitalized. Customer declined to troubleshoot and stated that the pump and set are working fine. Customer stated that he was hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer stated that he was at diabetes camp and drank too much orange juice. Customer stated that his blood glucose level gets out of control when he drinks orange juice but he did it anyway. Customer stated that he was kept overnight and was released the next day. Customer's blood glucose level was over 500 mg/dl at the time of the 911 call. Customer was wearing the pump at the time of the 911 call. No further assistance needed.